Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for hyperglycemia. The blood glucose reading was 407 mg/dl. Troubleshooting was declined by the customer's mother.